Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported glare surgical intervention required, halo vision- surgical intervention required & blurry vision issues). Section h6: health effect - impact code: 4613 - minor injury/ illness / impairment (this code is used for the reported dry eye & eye irritation issues). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal toric intraocular lens (iol) was implanted in the patient¿s right eye. Following implantation, the patient experienced persistent halos, glare, intermittent irritation/dryness and blurry vision, described as continuous and progressively worsening, resulting in decreased quality of both distance and near vision and impacting daily activities. Conservative management, including ocular surface treatment and pharmacologic therapy (vuity), did not provide adequate improvement. The patient ultimately elected to proceed with right eye iol exchange to a monofocal lens and subsequently the lens was explanted. The procedure was successfully completed with implantation of a replacement intraocular lens (model diu150) of the same diopter power as the original lens. Two 10-0 nylon sutures were placed to secure wound closure during the iol exchange procedure. No vitrectomy or other unplanned surgical interventions were required, and no medications outside the standard of care were prescribed. No additional surgical procedures are planned. No patient injury, including capsular tear was reported and no user harm was identified. It was indicated that the visual symptoms were temporally associated with implantation of the original iol; however, the exact etiology could not be definitively determined. Potential contributing factors discussed included posterior capsular opacification (pco) and patient sensitivity to multifocal optics. Following the iol exchange, the patient reported improvement in halos and overall visual satisfaction. The patient outcome was favorable. No further information was provided.